Manufacturer narrative:
Implanted date is year valid product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic aortic valve, elevated transvalvular gradients were noted. An unknown duration of time later moderate aortic regurgitation was noted. An unknown duration of time after that, severe aortic stenosis and poor leaflet motion were noted. Ultimately 5 years and 5 months post implant of the 25mm valve, it was explanted and replaced with a 23mm non-medtronic bioprosthetic valve. The intraoperative transesophageal echocardiogram (toe) confirmed the severe stenosis, but the regurgitation appeared to be mild in severity, as opposed to moderate. Neointima and pannus were noted on the aortic root, extending onto the aortic valve leaflets. A "carpet" of thrombi or fibrin was noted in the belly of the leaflet, and pannus was noted to be "coating" each of the leaflets. When the leaflets were debrided, it was noted that the leaflet motion was improved. Pannus was also noted on the inflow portion of the valve, extending onto the left ventricular outflow tract (lvot) and mitral valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Relevant history updated. Implant date revised (month/year valid). Return date added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed the sewing ring had been removed during explant exposing the stent. The valve was slightly distorted. The non-coronary (nc) and right cusp (rc) were in the closed position. Tissue deterioration on the left cusp (lc) formed a hole affecting leaflet coaptation. All leaflets were stiff and partially flexible except where host tissue extend on the inflow and outflow of all cusps. The free margin extending to the lunula of the left cusp (lc) was deteriorated likely due to the host tissue overgrowth on the outflow. Damage to the tissue at the superior coaptive junction of the left non-coronary commissure was observed. It is unknown if the damage occurred at explant or prior to explant. The right left commissure was intact with tissue deterioration on the adjacent left cusp (lc). Left right commissure dehiscence was observed. The detachment did not expose the aortic wall; therefore, manufacturing sutures could be assessed. Glistening off-white pannus was observed on the inflow margin of attachment of the non-coronary cusp, extending into the left non-coronary inferior coaptive area, approximately 9mm. Tan thrombotic host tissue lined and stiffened the outflow margin of attachment of all cusps. An unknown amount of pannus appeared to have been removed during explant. Radiography showed no evidence of calcification on the valve and / or host tissue. Conclusion: reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.